Event description:
Pt was intubated twice with the incorrect size pediatric tracheostomy tubes and experienced extreme respiratory distress. This occurred during a scheduled tracheostomy tube change when staff replaced the new sized 4.0 ped, pediatric tracheostomy tube. Attending medical staff reported that the device size and dimensions on the 4.0 ped were illegible and appeared "rubbed off". The pt coded moments after insertion of the 4pt. Medical intervention was initiated, the 4pt device was removed and pt re-intubated with a size 3pt device. Approx one hour later the pt relapsed and coded. At the same time, medical staff became aware of the device size differences and the pt was intubated with the correct size device.